Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had been rerun on the same instrument and resulted as expected. The tsc discovered that the centrifuge type was stat-spin. Quality controls were run by the customer, all of which were within range. The customer also ran other patient samples and all resulted as expected. The cause of the discordant, falsely elevated sodium result is unknown. The usage of a stat-spin centrifuge against tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium result was obtained for one patient sample on a dimension rxl max w/ hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun twice and each time resulted lower. Rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.